Manufacturer narrative:
(B)(4). Batch number ==> r57n1x. Investigation summary ==> the analysis found that one psee45a device was returned with no apparent damage and with an ecr45b cartridge loaded on the device. The cartridge was received partially fired 1/10. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No further functional testing could be performed due to the condition of the device. The device opened and closed without any difficulties noted. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Event description:
It was reported that they used the stapler during a vats lobectomy. They placed the stapler on the tissue and waited for 15 seconds. The surgeon wanted to fire the stapler but it got stuck and didn¿t react. They tried the battery of the powered vascular stapler but this didn¿t work also. They had to use the manual override function.